Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: g1.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient had a right total knee replacement to address right knee osteoarthritis. Depuy components, including depuy patella, and depuy cement x2 was used during this procedure. On (B)(6) 2020, the patient had a revision of total knee arthroplasty to address infection and inflammatory reaction due to internal joint prosthesis. Prior to surgery, the patient had experienced increasing pain. The tibial tray was noted to be loose. During the revision, a small fracture of the anterior portion of the tibia, nondisplaced was noted. No additional treatment was required for the non-displaced fracture. Competitor components were utilized during this procedure. Doi: (B)(6) 2018 dor: (B)(6) 2020 (right knee).